Manufacturer narrative:
Pump was received with blank display due to broken solder joint. Unable to verify off no power alarm or perform the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Pump had cracked case at display window corner and minor scratched display window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had off no power issues. The customer's blood glucose level at the time of incident was 116mg/dl. The customer states they have blank screen. Troubleshoot was conducted the screen remained blank. The customer was advised the pump would be replaced and returned for analysis.